Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise on the lead. The patient experienced pain in the pocket with arm movement. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.